Event description:
Pt examined on 05/03/1999. Findings: irregularity of the superior aspect of both implants- questionable rupture of capsule. Removal surgery performed. Procedures identical for left and right. When the capsules were incised, some free gel was immediately observed. Free gel was removed, several cc's, using gauze on a sponge. Incisions closed. Pathology examined the explants; finding a pinhole which was leaking on the right explant and a 1 cm defect which was leaking on the left explant.